Event description:
A customer notified baxter corporate product surveillance (cps) of one ce intermate, (B)(4), where the patient luer was severed from the product while it was still in the packaging. This was observed by the pharmacy when the intermate was received. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A definitive root cause of the broken luer was undetermined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. If additional relevant information becomes available, a follow-up report will be submitted.